Event description:
It was reported the programmer rf (radio-frequency) head was returned for repair. Specific details were not available. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was intermittent telemetry due to the cable being out of electrical specification.